Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty secondary outlet water temperature sensor t1. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that there were faults with t1. Unit returned unrepaired. No testing performed as device is being returned unrepaired. It was reported that there was a low flow alert 02 occurred in an arctic sun device. It was reported that when cooling, it was observed that the outlet monitor temperature (t1) and outlet control temperature (t2) temperatures were reading different by ~3-5°c. Multiple alert 79's (non-recoverable system error). The control panel label was missing. Unit returned unrepaired. No testing performed as device is being returned unrepaired. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow alert 02 occurred in an arctic sun device. Per additional information updated from wo on 05may2025, the arctic sun device has the inlet pressure reading -12.0 at all times indicative of a failed pressure transducer, sending quote. Per follow up information received via task on 04jun2025, per review of work order and attachments, no patient involved. Issue was found during check. Per sample evaluation results received via task on 05jun2025, it was reported that the alarm 79 (non-recoverable system error) found during evaluation. Per sample evaluation results received via task on 28aug2025, it was reported that when cooling, it was observed that the outlet monitor temperature (t1) and outlet control temperature (t2) temperatures were reading different by ~3-5°c. Multiple alert 79's (non-recoverable system error). The control panel label was missing.